Event description:
Summons and complaint states: on 11/6/1997 pt was admitted to surgery for repair of abdominal aortic aneurysm and aorta-left renal artery bypass. Reportedly, post operative suture breakage occurred, resulting in cardiac arrest. After rescusitation, emergency re-exploration was performed and it was discovered that there was a partial disruption of a segment of the anterior suture line of the proximal anastomosis. The report states that disruption in the suture line did not involve the knots, with both knots found intact. Summons and complaint states pt sustained significant anoxia and brain damage resulting from hypovolemic shock and cardiac arrest. Electro cardiogram confirmed anoxic brain injury with secondary brain death.